Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr901 ipg implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced syncope. The patient had an old implantable pulse generator (ipg) still implanted that was out of service, but the physician chose to keep it implanted because the patient had cancer. The old ipg had triggered elective replacement indicator (eri) and had switched to vvi 65 and had intermittent capture. The new device was sensing the intermittent pacing capture from the old device which caused the new device to withhold pacing. The old device was explanted and the new device remains in use. No further patient complications have been reported as a result of this event.